Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance and loss of capture. The lead was capped and replaced. It was noted that the patient had undergone a cancer removal surgery near the pulse generator. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.